Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) - failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode. The presence of medical adhesive resulted in a high lead impedance.

Event description:
This report is to advise of an event observed during analysis.